Event description:
Information was received from multiple sources (manufacturer representative, foreign, family member, other) regarding a patient who was receiving baclofen of an unknown concentration at a dose rate of 850 mcg/day via an implantable pump. It was reported that some years before the pump was removed because of a decubitus ulcer, and there was little abstinence response when the pump was removed.  In the months preceding the surgery the baclofen had lost its effectiveness despite repeated flow increases.  They suspected that the baclofen leaving the pump was not arriving at the catheter tip. The mild if any effect of abstinence would seem to confirm this suspicion.   At least two times, radiography with contrast didn't reveal a leak.  It was indicated that the usual way of doing radiography with contrast serves well to uncover a complete rupture but however cannot detect a small leak from a micro cut or loosened suture.  Troubleshooting included programing a bolus dose which was performed prior to the catheter replacement.  A series of bolus doses restored baclofen effectiveness, though there was a continual fall in effect in the months that followed.  Doing this, however, did confirm the nature of the problem and allowed scheduling a non-urgent catheter replacement.

Manufacturer narrative:
Country of event is italy; continuation of d10: product ID: neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient (foreign) via a company representative on 2023-dec-14. It was reported that the patient diagnosis included tetraparesis because of dystonic cerebral palsy. The patient¿s medical history included trials of intrathecal baclofen (itb) and recommendation of itb implant in (B)(6) 1997. Pump replacement occurred on (B)(6) 2023 regarding end of pump life. There was no baclofen response even after 15% dose increase. It was further reported that within a few weeks substantial fluid accumulation was noted in the pump pocket. Fluid was aspirated from the pocket for culture and results were negative. Fluoroscopy with contrast was performed and indicated proper placement with no catheter break. Eventually, a decubitus wound formed on the pump border, with later dehiscence and probable infection. Regarding decubitus injury, it was indicated that it was not a pressure sore, but the result of friction burns during periods of uncontrolled dystonic movement. The patient has had ulcers in multiple locations which included the following: ascella, hip, heels, behind ear, hands, and side of thorax. Except for ulcers on the pump edge, conservative management had been successful. At the pump, however, eventual dehiscence and possible or confirmed infection led to pump removal and replacement. The pump and catheter were explanted on (B)(6) 2023. There were no baclofen withdrawal symptoms. It was further noted that the status of the explanted pump and catheter was unknown as the physician did not indicate what they had done with them. It was further indicated that the physician involved in the catheter replacement had not expressed an interest in examining the explanted catheter for small leaks and were content to see that a new catheter had restored intrathecal baclofen effectiveness. The patient¿s present weight was 34 kg. The serial number of the pump was unknown.